Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon eval, the blue (can l), white (drvn_gnd), green (+3.3v), and black (main batt) wires were open in the trunk cable. The cause of the code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the open wires. The root cause of the open wires cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt's spouse contacted zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.